Manufacturer narrative:
B3: date of event is estimated d4: the UDI is unknown due to the part/lot number was not provided. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a definitive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number. Article attached, titled: "clinical outcomes of manta vs suture-based vascular closure devices after transcatheter aortic valve replacement: an updated metaanalysis

Event description:
This is a meta-analysis study which compares clinical outcomes when using suture-based closure devices (proglide & prostar) versus plug-based closure (manta) after transcatheter aortic valve replacement. The study mentioned the following complications potentially related to the use of proglide: bleeding, major/minor vascular complication, pseudoaneurysm, stenosis [occlusion], dissection, unspecified device failure, and failure to achieve hemostasis; this would require treatment/an additional method to achieve hemostasis - the use of blood transfusion, additional closure device, manual compression, surgical intervention, & stenting/ballooning were all reported. Additionally, major vascular complication was reported, potentially related to the use of prostar. There was no significant difference closing large-bore arteriotomy with suture-based closure devices (proglide & prostar) versus plug-based closure (manta) with regard to the risk of bleeding, vascular complications, psuedoaneurysms, stenosis, or dissection of entry vessel and device failure in this study population. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical outcomes of manta vs suture-based vascular closure devices after transcatheter aortic valve replacement: an updated metaanalysis".